Event description:
It was reported that the customer was admitted in the hospital due to high blood glucose. The caller stated that the infusion set was removed from her body and the cannula was slightly bent. The caller stated that the infusion set was changed and the customer's blood glucose is under control, but the customer does not have any other supplies to change and to perform the high pressure test. Advised the caller to have the customer call back when she returns home to provide more details on the event and to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.